Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. In regard to the valve malposition event, investigation results suggest procedural factors (wire position in the rvot) may have caused or contributed to this event. In regard to the valve embolization event, investigation results suggest procedural factors (malposition valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during the off-label transcatheter tricuspid valve replacement (ttvr) procedure with a 29 mm sapien 3 ultra resilia valve inside a 33 mm non-edwards surgical valve, upon valve deployment, the inferior side of the 29 mm sapien 3 ultra resilia valve appeared to have missed the landing zone. The desired landing zone was in the inferior part of the non-edwards surgical valve. The 29 mm sapien 3 ultra resilia valve was observed to be canted at negative 10% within the non-edwards surgical valve. The wire position was noted to have been in the right ventricular outflow tract (rvot) prior to valve deployment. This wire position caused the valve to be in a non-coaxial position. A decision was made to post-dilate with the balloon more proximal to the valve than traditional alignment. Upon inflation, the valve embolized into the right ventricle. Wire position was maintained. The hemodynamics were stable and continued to be maintained. The patient was then converted to open heart surgery in which the embolized 29 mm sapien 3 ultra resilia valve was removed. The non-edwards surgical valve was replaced with a new surgical valve. The patient was noted to be in stable condition. There was no allegation of a device malfunction or valve malfunction.